Manufacturer narrative:
Bci cts (customer technical support) had the customer remove the covers to the wash station and the reaction wheel. A field service engineer (fse) went on-site (B)(4) 2011 and found that 2 probes on the wash station were not aspirating well and the cuvettes were overflowing occasionally. Fse replaced the probes and no further leak was observed.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting liquid underneath the unicel dxc 800 pro synchron clinical system which appeared to be waste liquid. The customer could not locate the exact source of the leak. The customer also indicated the instrument was giving 10 cuvettes failed the h2o errors. No injury was reported and no erroneous results were generated.